Event description:
It was reported that the device was found to be in backup vvi mode when an asymptomatic patient presented in clinic for normal follow-up. The patient was asymptomatic. A device code download was performed successfully.